Manufacturer narrative:
The sc1 cap and reservoir locked properly into the reservoir compartment during testing. The unit was received with an unresponsive keypad, making functional testing for delivery/occlusion alarms not possible. The pump was cut open to perform a visual inspection, and an open trace was found due to cracked keypad traces. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In summary, the customer¿s concern about an unresponsive keypad was confirmed during analysis when an open trace was found due to cracked keypad traces. The customer¿s allegation of no delivery/occlusion alarm was marked as unknown since testing could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-864a, mmt-332a. Troubleshooting was partially performed as the customer declined further troubleshooting, and the customer will be provided with an infusion set replacement. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. Mmt-864a was requested and the customer response was that the device will be returned. Mmt-332a was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.